Event description:
On (B)(6) 2012, the nurse alleged the pt's wound was infected.

Manufacturer narrative:
Based on the info provided by the nurse, the pt's wound appeared to be infected. The pt was placed on antibiotic therapy. A wound culture was not performed. There was no alleged product malfunction. There have been several attempts made to gather additional info, but there has been no response. On (B)(4) 2012, kci field service tested the device per quality control (qc) procedure and determined the unit passed (qc) checks and met specifications before placement with the pt. On (B)(6) 2012, the device was placed with the pt. On (B)(6) 2012, the service work order for the device swap was cancelled due to pt refusal therefore the device is not available for evaluation by kci quality engineering. The device remains with the pt with no additional reported issue with the device.